Event description:
Surgeon requested for suture, polysorb 2-020. Tip of suture broke off x2. All sutures with same lot number were removed and given to material mgt. On 6/14/2022, the product will be sent to the manufacturer per their request for evaluation. FDA safety report ID# (B)(4).